Manufacturer narrative:
The investigation determined that a higher than expected vitros gent (gentamicin) result was obtained from a vitros pv (performance verifier) fluid and a higher than expected vitros valp (valproic acid) result was obtained from a non-vitros (biorad) quality control fluid on a vitros 5600 integrated system. A definitive assignable cause of the higher than expected vitros gent and vitros valp results produced on the vitros 5600 integrated system (j1) is likely analyzer related. Vitros gent lot 1512-10-6460 and vitros valp lot 2511-26-6711 performance is acceptable on the an alternate vitros 5600 system (j2) using the same quality control fluids. In addition, a shift (high) in vitros valp quality control results was observed on j1 indicating a vitros 5600 system issue. An unacceptable within run vitros gent precision test performed on j1 indicated a vitros 5600 system issue. The customer completed maintenance actions, which included the replacement of the uia (micro immunoassay) metering proboscis and the photometer lamp, followed by performing the cuvette transport arm at read adjustment and performing the water blank which provides the system a standard for zero absorbance. Upon completion of the maintenance actions, acceptable within run vitros gent precision test results were obtained, indicating the vitros 5600 system (j1) is performing as intended. There is no evidence that the higher than expected vitros gent or vitros valp results were caused by a reagent issue. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros gent lot 1512-10-6460, or vitros valp lot 2511-26-6711.

Event description:
A customer obtained a higher than expected vitros gent (gentamicin) from a vitros pv (performance verifier) fluid and a higher than expected vitros valp (valproic acid) result from a non-vitros (biorad) quality control fluid on a vitros 5600 integrated system. Vitros tdm pv iii, vitros gent result >10 ug/ml versus expected gent result 7.255 ug/ml. Biorad level 1, vitros valp result 308.95 umol/l versus expected vitros valp 239.37 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros gent and valp results were obtained when the customer was processing non-patient, performance verifier and quality control fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).